Event description:
The complainant alleged that during a routine shift check by a clinician the device powered up to only a green dot on the display and no power up beep tones. The complainant indicated there was no pt involvement with this reported malfunction.